Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was foreign matter in fluid pathway before use. No medical interventions

Manufacturer narrative:
Results: three pictures were returned for evaluation. On visual inspection of the 3 pictures it can be observed in two of them small grey spots on the barrel wall. In the 3rd picture it can be observed a bigger grey particle in the connection between syringe and device. In the pictures this foreign matter cannot be distinguished. Ten retained samples of 30ll lot 1704265p are evaluated. On visual inspection of the ten retained samples no damage or molding defect can be observed in any of them. No foreign matter can be found inside any of the ten syringes. The ten retained samples are disassembled and on inspection at 10x no foreign matter can be observed in the barrel or on the stopper. A review of the device history record revealed no irregularities during the manufacture of the reported lot #1704265p. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.